Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left anterior descending coronary fistula using pod packing coils (podjs). During preparation for the procedure, the pusher assembly of a podj became bent as the hospital technologist removed it from the packaging hoop. The damage to the podj occurred prior to use and therefore, the podj was not used in the procedure. The procedure was completed using a ruby coil.